Event description:
It was reported to agilent technologies that a parent was connected to the fetal monitor and there was a normal healthy reactive heart rate tracing on the charting system. After 20 minutes monitoring stopped, and after 12 hours the fetus was delivered still born.